Event description:
Same case as MFR: 2134265-2012-02731. It was reported that during an angioplasty treatment procedure stent dislodgement occurred. Vascular access was obtained via the right radial artery, to the anterior descending artery (middle 1/3) and the arterial segment (posterior descending branch) saphenous vein aorta-right coronary artery. Previous angioplasty was performed with stent implantation of a promus element 2.25 x 16mm in the middle 1/3 of the anterior descending artery, without complications. Vascular access was obtained via the radial artery. The 95% stenosed, 42mm in length, de- novo target lesion was located in the non-tortuous and moderately calcified, 2.25mm in diameter third of the proximal, medial, and distal posterior descending artery (pda). The lesion was pre-dilated with a 1.2x8mm non-bsc balloon catheter at an inflation rate of 14 atms followed by a 2.0 x 15mm apex balloon catheter at an inflation date of 12atm. A 2.25 x 32mm promus element stent delivery system (sds) was then advanced and deployed into the third proximal of the pda at 14 atm. The stent was well apposed. The physician opted for implantation of a second stent, in sequence to the previously implanted in the pda. This 2.25 x 20mm promus element sds was advanced and deployed in the middle third of the saphenous vein; however; under radioscopy there was deformation of the mesh in the distal segment. An attempt was made to retract the stent into the guide catheter; however the stent dislodged and migrated into the pda. The physician performed the compression of the stent with a balloon catheter at an inflation rate of 20 atm. It was noted that the patient remained stable. The procedure was procedure by implantation of a second 2.25 x 20mm promus element sds. This devices was advanced to the venous segment, it was again observed that there was stent deformation of the mesh. The physician retracted the stent into the catheter successfully. The procedure was completed with placement if a 2.25 x 20mm liberte and 2.25 x 32mm promus element into the pda. No father patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).